Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: catheter broke off and embedded in patient's artery requiring surgical intervention to remove retained component. The user had trouble threading, removed and noticed the broken component. Reviewed on ultrasound and identified retained component embedded in arterial wall. User stated there was no risk of entering vascular system. A cut down and surgical removal of the catheter was performed post operatively. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one product lidstock and arterial catheter for evaluation. The catheter was separated about halfway down the body. The points of separation were smooth and uniform, which indicates the catheter came into contact with a sharp object (needle bevel, etc.). The two catheter portions measured to be 0.781" and 0.800", totaling 1.581" which is within specifications of 1.541-1.581" per product drawing. The outer diameter of the catheter body measured to be 0.045" which is within specifications of 0.044-0.047" per product drawing. The inner diameter of the catheter body (measured from the proximal end) measured to be 0.031" which is within specifications of 0.031-0.034" per product drawing. This indicates that the wall thickness measured within specifications. A device history record review was performed with no relevant findings. The instructions-for-use provided with this kit cautions the user, "do not reinsert needle into catheter to minimize risk of catheter damage." The customer report of a separated catheter was confirmed by complaint investigation of the returned sample. The damage observed on the catheter is consistent with the catheter coming into contact with a sharp object (needle bevel, etc.). The sample passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Based on the condition of the sample received , unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: catheter broke off and embedded in patient's artery requiring surgical intervention to remove retained component. The user had trouble threading, removed and noticed the broken component. Reviewed on ultrasound and identified retained component embedded in arterial wall. User stated there was no risk of entering vascular system. A cut down and surgical removal of the catheter was performed post operatively. The patient's condition is reported as fine.